Manufacturer narrative:
(B)(4). Batch # t5a558. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired with 3 driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: five pictures where provided; the five pictures shows a green reload from bottom view. The sled can be seen in its home position and the pan is noted to be partially detached from the left side. Based on the pan partially detached noted on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during setup for a thoracic right pneumonectomy the metal piece on the under side of the reload was dislodged from the side of the staple cartridge. This allowed the staples and the driver to fall out. This was on the back table. This was noticed before handing the device to the surgeon. The procedure was completed with an alternate like device with no patient consequences reported.